Event description:
Caller states patient tested 3.3 inr on coaguchek xs system 1 and 3.3 inr on coaguchek xs system 2 while a comparison lab returned as 2.4 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 21214311, expiration date 08/31/2013). Reference medwatch report with (B)(6) for the suspect device used in system 1.